Event description:
End users daughter called stating that the bed rails on the vc5310 ((B)(4)) semi electric bed have allegedly broke at the welds. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model vcpkgivc-1633, serial number/date code (B)(4) is approximately 3 years 3 months old. The owner's manual part number 1134867 rev c (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6). The consumer's preexisting medical condition states that she is an alzheimers patient. The consumer's stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.